Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the femoral trial the inserter fractured. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint is considered confirmed as visual inspection of the returned instrument found signs of repeated use and multiple fractures. Gouge marks and dents were noted; which is indicative of repeated use. The device was submitted for further analysis. The analysis determined that the fractured instrument is consistent with overload fracture. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue was due to repeated use of this instrument over its almost five plus year field life; which causes wear and tear to the instrument and led to the fracture. Per package insert (instrument/ provisional use and care) inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.